Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer noted that the monopolar curved scissors (mcs) instrument tip was damaged on the first use. There was no report of any fragments falling inside the patient. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The issue was identified during instrument removal. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage on the scissor tips to be related to the customer reported complaint. Visual inspection of the distal end found one of the scissor tips to exhibit thermal damage. The tip is charred and appears melted, which is indicative to arcing. The other tip does not exhibit any physical damage. The grips cannot open and close properly as a result of the damage. The electrical continuity test was performed and passed. The housing was removed from the back end, and no damage was observed. The root cause for the thermal damage on the scissor tips is attributed to the mishandling/misuse. A review of the procedure log confirmed the surgical procedure was performed on the reported event date matching the documented event details. In addition, a review of the instrument log showed the monopolar curved scissors (mcs) instrument (part# 470179-19 / lot# n11210615-0294) was last used on (B)(6) 2022 during this reported procedure with system sk3925. The mcs instrument had 9 uses remaining. Images of the mcs instrument related to this event were received and reviewed by a regulatory post market surveillance (rpms) analyst: "it is hard to tell from the image, but it looks like material is possibly missing from the mcs instrument tip." This complaint is being reported due to the following conclusion: the mcs instrument was found to have thermal damage on one of the scissor tips. This finding could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.